Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer is unable to unlock the pump. Customer's blood glucose level was 152 mg/dl. Customer was able to deliver a quick bolus, and stated they have back up flex pens if needed for insulin therapy.